Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the ECG heart rate is not present in the piic sector. No adverse event was reported.